Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.